Event description:
The device, which was placed for drainage of a subdiaphragmatic abscess, was removed with a .035 radifocus and without using a stylet at post-op day five. The physician stated that he felt no resistance during removal, however, upon removal, noted the blue tip of the catheter missing. The fragment tip was observed in the subdiagphragmatic region. An incision was made and the fragmented tip was removed via forceps. However, this resulted in the development of penumothorax, necessitating placement of another drainage catheter.